Manufacturer narrative:
Additional information: the core module was received for evaluation. The returned core module was installed into a calibrated system and booted-up. There was no system message during or after the boot-up sequence. The reported event could not be replicated during testing. The returned core module was found to meet specification. The system and the returned sample were found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A customer reported that during surgery, a system advisory displayed and the laser would not work. The advisory was cleared and the system was rebooted to complete the case. There was no patient harm.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issue associated with the reported event. However, the core module was replaced. The system was tested and found to meet product specifications. The system was manufactured on december 4, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).